Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the jaws were not parallel. The exact cause of the misalignment is unknown; however, applied medical's instructions for use state, "use on appropriate size vessels only." All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "the doctor commented that '2 consecutive clips scissored as I tried to ligate the cystic artery'". Type of intervention: "caused bleeding from the cystic artery that needed to be stopped".